Manufacturer narrative:
(B)(4) = anti-backup, ratchet pawl spring and ratchet pawl.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. The device would not fire at all at the first firing. Case was completed with another like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The instrument was cycled and it fed and formed five conforming clips and two unformed clips were fed due to the anti-backup feature was non-functional; the instrument did not lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and the ratchet pawl spring were found to be out of position causing the anti-backup and lockout failures.